Event description:
On (B)(6) 2021, it was initially reported that a skin reaction occurred. The sensor was inserted into the arm. The patient's mother stated the patient experienced a skin reaction that developed an infection on the arm that was treated with unspecified antibiotics. Follow up contact with the patient's mother was made on (B)(6) 2022. The patient's mother reported that in early (B)(6) 2022 the patient had covid and was quite unwell with it. He recovered and was fine until a few weeks prior to the follow up, when he again became very unwell and was taken to hospital by ambulance. He was initially evaluated for meningitis and because of the covid it was thought he may have pims (pediatric inflammatory multi-system syndrome, which is a rare complication affecting children after covid). These were both ruled out but on MRI it was discovered that he had a large soft tissue abscess on his c7 vertebra. It could not be determined whether this was covid related or whether it was an infection that traveled from his insertion sites following the infections that were reported in (B)(6) 2021. He has not had any site infections since then. At the time of the follow up contact the patient was out of hospital but remained on unspecified IV antibiotics which were being administered by the community nurse. The abscess was clearing up and he was expected to make a full recovery. The patient has been told by his healthcare providers that he is unable to resume use of the dexcom cgm until his body is completely free of infection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).